Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an unidentified cartridge issue. There was no reported adverse impact to the customer's blood glucose. Despite multiple attempts, tandem technical support was unable to obtain any further information.